Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number: 0012769548 was returned and analyzed. Visual inspection was conducted. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation testing was performed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. During functional testing, the generator terminated the therapy delivery due to system error#: 2003 indicating an error message was received that there was a relay error. Verification of steering mechanism was conducted. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was conducted. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot verification (where applicable). Electrical continuity test revealed an open loop on the electrode #1,2,3,4,6,7,8,9 wire. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During the inspection of the spiral array segment, an electrode wire(s)#1 was observed to be broken. During inspection of the handle segment, it was observed that multiple electrode wire(s) were broken. In conclusion, the catheter failed the return product inspection due to broken electrode wires observed in the spiral array and handle segments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, noise was observed on the 1-2 bipole channel. The catheter interface cable (cic) was reconnected, and troubleshooting was performed on the ep recording system, but the noise persisted. The cic was replaced, but the noise continued. The catheter was then replaced, after which the noise disappeared, indicating an issue with electrode 1. The case was completed. No patient complications have been reported as a result of this event.